Event description:
The customer reported the au480 clinical chemistry analyzer generated erratic false sodium (na) and potassium (k) patient results on (B)(6) 2023. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched onsite to evaluate the au480 clinical chemistry analyzer, on multiple service visits and identified the failure mode as multiple hardware malfunction. The fse inspected the instrument and replaced the sodium electrode, chloride electrode, ise (ion selective electrode) tubing, and ise data board to resolve the issue. The fse also cleaned ise block, sample pot, drain and input to ise flowcell. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. System performance was verified. No further issues reported. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4). For erroneous results generated on event date (B)(6) 2023 refer to beckman coulter internal identifier (B)(4).